Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The console was serviced by the field service engineer (fse) at the customer's site. Upon inspection by the fse it was noted that brick 4 and the focus lens were damaged. The focus lens and brick 4 were replaced. The console passed full functional and electrical safety testing. The console works properly according to all boston scientific specifications. The console was installed on 03 june 2016. The laser console was fully functional with no issues from that time until the reported event date of 03 january 2025. The brick (laser source) and focus lens were later received at our quality assurance laboratory and underwent thorough analysis. Visual inspection of the focus lens identified burn marks. Visual inspection of the brick (laser source) identified the flash lamp red lead was broken, there was leakage along the end cap seams and the body had traces of residual on the surface and burnt marks were found on the back of the brick. Based on analysis results, after the fse changed the brick and focus lens the reported event was resolved.

Event description:
It was reported that the physician heard a clack noise and a burning smell. As a result, the procedure has been cancelled. There were no patient complications. Boston scientific was unable to obtain additional information regarding the product details to date, despite good faith efforts. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported that the physician heard a clack noise and a burning smell. As a result, the procedure has been cancelled. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation status unknown.